Event description:
It was reported that the patient underwent an explant that did not require an incision enlargement. Patient complained of blurriness and seeing through ''waxy paper''. No complications were reported. No additional information was able to be obtained from the physician.

Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Eval summary : placeholder.